Event description:
The device failed to alarm at pressure change. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No add'l info is available.